Event description:
It was reported that post a rotational atherectomy treatment procedure, removal issues occurred and a foreign matter was noticed. The target lesion was located in the left anterior descending (lad) artery. In an attempt to exchange guide wires the physician advanced a non bsc micro catheter over the 300cm rotawire floppy guide wire, for support during removal. An attempt to remove the guide wire was unsuccessful. The physician tried another unknown micro catheter with no success. The device was removed from the patient and a white fibrous substance was noted on the distal part of the guide wire. The procedure was completed with this device. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified foreign matter at 6cm approx. From distal end (about 1cm). As well as a kink at med section. All the outer diameter measurements are within the specifications. The foreign material found on the wire was sent to the (B)(4) lab for analysis. As per (B)(4) lab analysis the fibers found in the sample are composed by a blend of polyester and cellulose type materials. The chemicals identified through (B)(4) analysis are part of the chemicals which are used for cleaning, soldering and lubrication of the rotawire assemblies during manufacturing process. Further analysis was performed to compare the wipes used during manufacturing process and the foreign material, resulting in a match of 64% between them, mostly due to the presence of polyester in both materials. However the foreign material presents a match of 94% with hydroxyethyl cellulose, which is not present in the wipes used during manufacturing process. Since the foreign matter is composed by a blend of polyester an cellulose and wipes are mainly polyester there is not enough evidence to match the foreign matter and the wipes used during procedure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Based on all gathered information the root cause could not be determined. (B)(4).

Event description:
It was reported that post a rotational atherectomy treatment procedure, removal issues occurred and a foreign matter was noticed. The target lesion was located in the left anterior descending (lad) artery. In an attempt to exchange guide wires the physician advanced a non bsc micro catheter over the 300cm rotawire floppy guide wire, for support during removal. An attempt to remove the guide wire was unsuccessful. The physician tried another unknown micro catheter with no success. The device was removed from the patient and a white fibrous substance was noted on the distal part of the guide wire. The procedure was completed with this device. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).